Event description:
Reportedly, a 29mm valve was explanted after an implant duration of approximately 5 years and 7 months (67.67 months) due to aortic regurgitation (ar) caused by structural valve deterioration (svd). Through follow up with the customer, it was learned that a 29mm aortic valve was implanted for aortic valve replacement to correct regurgitation on (B)(6) 2007. On (B)(6) 2013, the valve was explanted and replaced with a magna ease valve, model 3300tfx23mm. At explant, structural valve deterioration caused by a tear at the area of left right commissure was observed. No infection detected. The patient condition was under treatment as of (B)(6) 2013.

Manufacturer narrative:
Method: device not returned. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The surgeon did not provide an update to the patient status only that they were under treatment as of (B)(6) 2013. The device will not be returned for evaluation because it was discarded at the hospital. Echo report will not be provided. However, the customer commented that this explant was within expectation and it was not device related. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Structural valve deterioration (svd) may occur as a result of calcification, non-calcific degeneration, dehiscence and fibrosis. In this case, the valve was described with ¿tears¿ in the left right commissure. There was no communication suggesting there was presence of calcification or fibrosis. Therefore, it is most likely this device was showing signs of non-calcific degeneration. Non-calcific degeneration is characterized physiologically by moderate to severe regurgitation and grossly by partial to complete loss of leaflet architecture. In vitro and in-vivo testing have demonstrated consistent patterns of structural damage from non-calcific degeneration, with collagen loss within the bellies of the leaflets. Therefore, this mode of failure included cusp tears and perforations within the body of the cusps that were unrelated to leaflet separation from the stent and distinct from tears associated with calcification. However, because the device was not returned for evaluation, we are unable to conclusively determine root cause for failure.